Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was black out. The issue had occurred during tueb therapeutic procedure completed with the same device. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Updated fields: d8, d9, h2, h4, h6, h11 based on historical data, possible causes such as material problems: degradation. Thermal problems: overheating. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component issues. These causes can occur between components such as boards, cables, sockets, pins, power supplies, displays, connectors, light sources, etc without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.